Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient was feeling lightheaded. System evaluation noted elevated threshold measurements and intermittent capture on the right ventricular (rv) channel. Fluoroscopy revealed the lead had micro-dislodged. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the stylet stuck in the lead body and the helix mechanism in was retracted position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.